Manufacturer narrative:
One device was received for evaluation. Visual inspection noted corrosion on the lemo connector, battery door contacts, and port. It was determined that the corrosion was the root cause. The lemo connector, battery door spring contacts, and battery compartment will be replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that when they initially turned the pump on it said, "data lost". They thought it was just not cleared out from previous use and clicked through. When the patient got home it started beeping and said, "powered off during use and to replace the batteries". The batteries were replaced, but they were still getting the same error message. The pump was replaced. The pump was connected to a patient when the error/event occurred. A continuous infusion rate of 2.1 ml/hour had been programmed, with a total reservoir volume of 96 ml and given 1.5 ml. The length of infusion had been set to 46 hours and went off around 45 minutes after being hooked up. A closed system transfer device was used to fill cassette. The patient was not medically affected but did have to come in for a new pump. There was a delay of therapy.